Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has moisture damage on electronics assembly. The insulin pump has constant vibration anomaly due to corrosion on electronics assembly. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they got pushed into water and droplets of water are visible under the display. Customer also received a button error alarm and stated that the insulin pump started beeping and vibrating. Customer's blood glucose reading at the time of the call was in the 90 mg/dl range. No further information reported.